Manufacturer narrative:
The investigation showed that the cap was not against on the body, the fixation plate was not straight on the inner-knife and the spring was not straight in the body. This is a production error. R&d is in the process of a redesign for the vitrectome during the retrospective review, and as per the complaint description, assuming worst case during surgery, air bubbles observed at the probe. This may cause injury to the patient. Hence it is reportable. The risk is possible injury by microbial, viral or prion infection (patient harm). (B)(4). No information reasonably suggests anyone was harmed. All available information has been disclosed. This complaint has now been closed.

Event description:
The doctor used this cutter with ust for vitreous surgery. During use, air bubbles came out from the cutter tip part. Sample available. All information has been disclosed.